Manufacturer narrative:
The actual device was not returned for evaluation. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blades was processed through the normal manufacturing and inspection operations. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Event description:
Pt was implanted with a short tfn and helical blade approx 6 months ago. The helical blade collapsed too far causing pain for the pt. The pt was returned to the operating room on (B)(6) 2012 for removal of the helical blade and nail. The pt had healed and there was no need for revision. Explanted hardware will not be returned for investigation, as the pt requested the hardware. This is the 1st of 2 reports submitted on this event.